Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The returned unused sample was visually inspected and a bend in the irrigation tubing was confirmed. The sample was then functionally testing and it was found that the sample primed successfully. After connecting the tubing to a handpiece, the tubing was manipulated in a manner that mimics movements seen during surgery and the irrigation flow rate was found to meet specifications. While the customer¿s complaint of kinked tubing was confirmed, testing of the sample showed that the kink was cosmetic and did not affect the performance of the product. The cause of the kink could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that one tubing was found to be pinched upon opening the product. The tubing was attached to the cassette and when the procedure was started, the nurses noted that there was a fluid circulation issue because of the bent tubing. The cassette was replaced and the procedure was completed. No patient impact was reported. Additional information has been requested and received.